Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. The implants were not returned and could not be evaluated. Limited information was made available for this investigation. No material or manufacturing defects were observed. Not returned.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which a set screw was removed. The patient reportedly had a set screw backout approximately 15 months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained a follow-up report will be submitted.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which a set screw was removed. The patient reportedly had a set screw backout approximately 15 months post-op. Revision surgery took place (B)(6) 2016.